Manufacturer narrative:
Device was received with cracked case-corner of belt clip rails, cracked case (battery tube), battery tube threads - cracked, low lighting on display due to moisture damage on the electronic stack and software error confirmed in downloaded insulin pump history due to software error. Audio or vibrate anomaly or absence of alarm and blank display not confirmed during testing. Device failed the active current measurement test. Failure due to moisture damage on the electronic stack. Device passed the self test, sleep current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received software error detected alarm as well as screen keeps flashing on and off and solid black and little red light was flashing and started beeping. The customer¿s blood glucose level was 200 mg/dl. Customer reported that the display was blank. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the display was blank currently. Customer was advised to remove the battery and insert battery alarm and did not display on the insulin pump screen. The customer was assisted with troubleshooting and the moisture in the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.